Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant that the patient's right ventricular (rv) lead had rising pacing thresholds and intermittent capture. It was also reported according to the patient's physician that the patient had muscle stimulation and a suspected micro-perforation. The rv lead was repositioned the following day and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.